Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a "friction rash" under the lifevest. The rash was described as red and swollen. The patient was given a special tape from the physician to put under the garment and stop the rubbing of the garment. Follow-up indicated that the rash was still present.